Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow-up report.

Event description:
Vyaire medical received a report from the customer stating they were getting transducer fault. He found that the expiration flow transducer would not zero. No patient involvement.